Event description:
It was reported that the patient passed away due to right ventricular (rv) failure. Rv low ejection fraction (ef) was diagnosed prior to left ventricular assist device (lvad) implant. Rv failure led to the death. It was reported lvad worked as expected. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
E1 reporter name:(B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the device functioned properly, and that the outcome was not considered device or therapy related. No autopsy was performed, the device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.